Event description:
Same case as MFR report# 3005099803-2008-05144. It was reported that during a urological stone retrieval procedure, the basket failed to open. A graspit 2.6 x 120 had been advanced to an unspecified location. The physician attempted to deploy the device, but the basket failed to open. The device was removed and a second graspit 2.6 x 120 was tested outside the body. This basket failed to work "at all". The procedure was completed with a third graspit 2.6 x 120. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.